Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (code 204 / damaged belt receptacle) was confirmed. As received, the monitor produced service code 204. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the code 204 is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed on the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was producing service code 204 and had a damaged belt receptacle.